Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 346 mg/dl at time of incident and current blood glucose level was 346 mg/dl. The customer¿s blood glucose level was 424 mg/dl and 166 mg/dl. The customer was treated with pump. The customer stated that the alleged pump was under delivering because blood sugar was not going down when she was given a bolus. It was also reported that they had small bubble along the tubing. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion the insulin pump will be returned for analysis.